Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the right ventricular lead also exhibited oversensing. On (B)(6) 2017, the lead was replaced after previously being capped (B)(6) 2017. No further information on patient condition.

Event description:
It was reported that the right ventricular lead exhibited a decrease in pacing lead impedance. On (B)(6) 2017, the lead was capped. No further information on patient condition.